Event description:
On (B)(6) 2013, a vantage grab 'n go unit ruptured after it was knocked roughly by a praxair employee against the floor at praxair's facility in (B)(4). There was a flash fire that was self extinguished once the oxygen was dispersed. The praxair employee was taken to the hospital with minor injuries due to a fall at the time (broken thumb and cut to his head), and released. There were no other injuries to praxair personnel. The incident is similar to the incidents previously reported on (B)(6) 2012.

Manufacturer narrative:
Praxair has expanded the description of potentially affected units in its ongoing corrective action of grab 'n go cylinders described in the report identified.